Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment for pelvic/abdominal, dysmenorrhea (cramping), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events: pelvic/abdominal ,dysmenorrhea (cramping),general abnormal bleeding,psych injury were added. Events outcome pain, bleeding resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('the essure coil in the left fallopian tube appeared to be protruding into the mesosalpinx') in an adult female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included fibromyalgia and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral robotic salpingectomy with cornual resection and repair). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the device dislocation, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding. Concerning the injuries reported in this case the following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('the essure coil in the left fallopian tube appeared to be protruding into the mesosalpinx') in an adult female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included fibromyalgia and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral robotic salpingectomy with cornual resection and repair). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the device dislocation, depression and anxiety outcome was unknown. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding. Concerning the injuries reported in this case the following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received: event outcome of vaginal hemorrhage and menorrhagia was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('the essure coil in the left fallopian tube appeared to be protruding into the mesosalpinx') in a 46-year-old female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included fibromyalgia and paratubal cyst. Concomitant products included nsaids. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral robotic salpingectomy with cornual resection and repair). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved, the device dislocation outcome was unknown and the depression and anxiety was resolving. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding. Concerning the injuries reported in this case the following event was described in patient's medical record- device dislocation. Most recent follow-up information incorporated above includes: on 23-jul-2020: plaintiff fact sheet received : onset date dysmenorrhea (cramping) was added. Outcome of event depression and mental anguish updated from unknown to recovering and resolving. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('the essure coil in the left fallopian tube appeared to be protruding into the mesosalpinx') in an adult female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included fibromyalgia and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral robotic salpingectomy with cornual resection and repair). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the device dislocation, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding. Concerning the injuries reported in this case the following event was described in patient's medical record- device dislocation. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New events: the essure coil in the left fallopian tube appeared to be protruding into the mesosalpinx) , vaginal bleeding, menorrhagia, depression and anxiety, device monitoring procedure not performed were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.